Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information; height 177.8 cm.

Event description:
A patient in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. After surgery, the patient was evaluated in the post-anesthesia care unit (pacu) for swelling at the incision site. A pressure dressing was applied for a suspected hematoma. The subject was monitored with evidence of enlarging hematoma and increased chest tube output. A return to the operating room (or) was required the same day for an evacuation of a chest wall hematoma through incision and drainage noted as "likely secondary to malignancy." No further medical treatment or intervention was required for the hematoma and discharge occurred four days later. The was patient was seen 37 days post-operatively as per the protocol requirement and was doing well as of that date. All study related requirements have been completed and there will no further follow-up. It was reported that there was no da vinci device malfunction during the procedure and a da vinci device did not cause or contribute to the event.